Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the radiofrequency (rf) head had intermittent telemetry. It was also indicated that the head failed uplink tests, and had a delaminated label. The cable and label were replaced, and the head passed all functional tests. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head would not interrogate devices without manipulation of the cord connection and the rubber backing was missing. The rf head was returned for repair. No patient complications have been reported as a result of this event.